Event description:
The amplatz guide was difficult to insert, but was inserted and used. When finished and pulling it out the amplatz guide stripped.====================== manufacturer response for wire, amplatz super stiff======================one rep came and looked at the wire...he is working with our staff.

Event description:
The amplatz guide was difficult to insert, but was inserted and used. When finished and pulling it out the amplatz guide stripped.====================== manufacturer response for wire, amplatz super stiff======================one rep came and looked at the wire...he is working with our staff.